Event description:
It was reported that the customer was experiencing keypad issues. The customer stated that the buttons on her insulin pump were unresponsive. The customer's blood glucose was 221 mg/dl. The customer stated that the day prior, the insulin pump did take a hard fall and that the insulin pump worked fine for 12 hours. The customer stated there was no moisture exposure. Troubleshooting was done. The customer stated that initially the buttons took a couple of presses to activate, and then all the buttons stopped responding. Later the buttons were able to work again except the esc button. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.